Event description:
Additional information received that episodes of noise were observed on the right atrial (ra) lead.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, impedance values were unable to be obtained during positioning of the right atrial (ra) lead. Additionally, a loss of sensing and capture was observed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of no lead impedance, loss of sensing, loss of capture, and noise were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.